Event description:
It was reported that the pump repeatedly generated an occlusion alert. The tubing and cassette were disconnected; however, the error message continued to occur. The patient was receiving remodulin at a rate of 1.7 ml/hr with a concentration of 2.5 mg/ml via a central line. The patient switched to a backup device and successfully continued the infusion. The patient's indication was pulmonary arterial hypertension. The event involved a patient, and no harm was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.